Manufacturer narrative:
Results: the cat6 distal tip was ovalized approximately 134.0-135.0 cm from the hub. Resistance was encountered as a mandrel was being advanced through the cat6 and met the ovalization in the distal shaft of the cat6. The mandrel could not be advanced any further. Conclusions: evaluation of the returned cat6 revealed that the distal tip of the catheter was ovalized. If the device is forcefully gripped or pinched while being handled during preparation, damage such as this may occur. Resistance was encountered as a mandrel was being advanced through the cat6 and met the ovalization in the distal shaft of the cat6. The mandrel was unable to be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician found that the tip of the indigo system aspiration catheter 6 (cat6) was crushed upon removal from the packaging. The damage to the cat6 was found prior to use. Therefore, the cat6 was not used in the procedure. The procedure was completed using a new cat6.